Event description:
During atrial fibrillation pfa procedure, communication and output issues resulted in a procedural delay. The catheter was moving in every direction by itself while the catheter was placed in a stable position. Toubleshooting included checking all cables between ensite x and the non-abbott (farapulse) system, changing the catheter connection, changing the surface patches, repositioning the ECG, rebooting the ensite amplifier, the non-abbott (farapulse) system, the ensite x dws, and claris system, changing the leg surface electrodes, and replacing the catheter. The ensite x cim pins were changed and the catheter movement issue was resolved, but noise persisted. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.